Event description:
It was reported to medtronic minimed that the customer experienced exposed to moisture, pump error 35, damage (physical or cosmetic), retainer ring damage. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed. Customer called back after receiving a new battery cap after pump was exposed to moisture. Pump did not return to normal function after inserting new battery with new battery cap. Customer reported labeling issue. Product labels reported as missing, removed, worn, faded, or damaged following usage. Customer reported physical damage to the retainer ring on the pump. No harm requiring medical intervention was reported. Mmt-1780kpk was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded firmware using crest. Pump failed to enter recovery mode preventing download of history files and traces using thus. Pump was cut open to perform visual inspection and found moisture damage on the electronic assemblies. Unable to lock p-cap into place due to missing retainer ring. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, scratched case, cracked keypad overlay, missing o-ring (reservoir tube), broken reservoir tube lip, stained keypad overlay, detached retainer, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, serial number label. Critical pump error (open book image) alarm confirmed due to moisture damage on electronic assemblies. Unable to confirm pump error 35 due to critical pump error (open book image) alarm. Cosmetic damage is confirmed at the retainer ring. Exposed to moisture is confirmed at the electronic stack, force sensor, vibration harness assembly, keypad flex cable pins, and motor pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.